Event description:
The customer reported that when attempting to capture x-rays, the system displayed an x-ray disabled error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The video controller was checked and loose. Voltages at ps1 and ps2 were checked and within tolerance, however, the connection at ps2 was reseated. The connections on the monoblock and the encoder printed circuit board were checked. The system was tested and found to be working as intended and put back into service.